Event description:
New information received notes that the oversensing was addressed by reprogramming on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited myopotential oversensing.